Event description:
It was reported that the patient with an artificial urinary sphincter (aus) returned to the clinic with urinary retention. The medical staff inserted a catheter, remove it and the patient is again in retention. A surgical procedure was performed, during which a trauma in the urethra due to the catheter was identified. The cuff was fine; however, the physician decided to release it to allow the urethra to recover. No components were removed, and the patient will have a follow-up revision in six weeks. No additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) returned to the clinic with urinary retention. The medical staff inserted a catheter, remove it and the patient is again in retention. A surgical procedure was performed, during which a trauma in the urethra due to the catheter was identified. The cuff was fine; however, the physician decided to release it to allow the urethra to recover. Several time later, the cuff was removed and replaced. No additional patient complications were reported.